Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure this time broke in middle,we were able to tease out rest of device in 2 pieces and saw both end of device so assured removed entirely") in an adult female patient who had essure inserted for female sterilization. The patient had a medical history of cystitis interstitial, urinary tract disorder, pelvic pain, dyspareunia, dysmenorrhea, endometriosis, menarche (menarche 13/frequency 45-60/duration 5), parity 2 (g2p2), gravida ii (g2p2) and polycystic ovaries. Patient done with child-bearing, desires no future children and desires permanent sterilization. Patient feels well and has no complaints. Concomitant products included ibuprofen and prenexa (ascorbic acid;calcium phosphate;colecalciferol;docosahexaenoic acid;docusate sodium;ferrous fumarate;folic acid;pyridoxine hydrochloride;tocopherol). On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required). The patient was treated with surgery (surgery on (B)(6) 2021-robotic-assisted laparoscopic fulgeration of endometriosis). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: procedure: hysteroscopy and essure l & r fallopian tube ostia were visualized. R ostia started and placed essure under normal technique to 2 rings, l ostia visualized and placed essure under normal procedure to 4 rings, micro inserts successfully placed, pt taken to post-procedure room in stable condition, no complications. Procedures performed: robotic-assisted laparoscopic fulguration of endometriosis, bilateral salpingectomy and essure removal, cystoscopy and hydro distension. Operative findings: nefg, nl cervix and vagina, nl uterus and l r fallopian tubes and ovaries. No adhesions. Bilateral essures in place. Bladder with e/o interstitial cystitis, nl l r ureteral flow, left ureter has cloudy material secreted. Endometriosis: 1. L r ovarian epithelium. 2. R anterior cui de sac peritoneum. 3. L r posterior cul de sac peritoneum. 4. L r uterosacral ligaments. 5. L r perirectal peritoneum. Specimens removed/altered: l r fallopian tubes and essure devices. Procedure- next, left tube was grasped at the fimbriated end and used same technique to remove fallopian tube and essure this time broke in middle, we were able to tease out rest of device in 2 pieces and saw both end of device so assured removed entirely. Fulguration of endometriosis done. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] on (B)(6) 2013: urine pregnancy test negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure this time broke in middle,we were able to tease out rest of device in 2 pieces and saw both end of device so assured removed entirely") in an adult female patient who had essure inserted for female sterilization. The patient had a medical history of cystitis interstitial, urinary tract disorder, pelvic pain, dyspareunia, dysmenorrhea, endometriosis, menarche (menarche 13/frequency 45-60/duration 5), parity 2 (g2p2), gravida ii (g2p2) and polycystic ovaries. Patient done with child-bearing, desires no future children and desires permanent sterilization. Patient feels well and has no complaints. Concomitant products included ibuprofen and prenexa (ascorbic acid;calcium phosphate;colecalciferol;docosahexaenoic acid;docusate sodium;ferrous fumarate;folic acid;pyridoxine hydrochloride;tocopherol). On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required). The patient was treated with surgery (surgery on (B)(6) 2021-robotic-assisted laparoscopic fulgeration of endometriosis). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: procedure: hysteroscopy and essure l & r fallopian tube ostia were visualized. R ostia started and placed essure under normal technique to 2 rings, l ostia visualized and placed essure under normal procedure to 4 rings, micro inserts successfully placed, pt taken to post-procedure room in stable condition, no complications. Procedures performed: robotic-assisted laparoscopic fulguration of endometriosis, bilateral salpingectomy and essure removal, cystoscopy and hydro distension. Operative findings: nefg, nl cervix and vagina, nl uterus and l r fallopian tubes and ovaries. No adhesions. Bilateral essures in place. Bladder with e/o interstitial cystitis, nl l r ureteral flow, left ureter has cloudy material secreted. Endometriosis: 1. L r ovarian epithelium. 2. R anterior cui de sac peritoneum. 3. L r posterior cul de sac peritoneum. 4. L r uterosacral ligaments. 5. L r perirectal peritoneum. Specimens removed/altered: l r fallopian tubes and essure devices. Procedure- next, left tube was grasped at the fimbriated end and used same technique to remove fallopian tube and essure this time broke in middle, we were able to tease out rest of device in 2 pieces and saw both end of device so assured removed entirely. Fulguration of endometriosis done. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] on (B)(6) 2013: urine pregnancy test negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.